Event description:
Insertion difficulty. It was reported that the infusion tube did not release from the introducer during an insertion attempt. (B) (4)

Manufacturer narrative:
It was determined, after discussions with (B) (6) fire department (B) (4), that (B) (6) had a training issue. All users were retrained.